Event description:
Additional information received indicates that the patient's atrial fibrillation was found to have resolved on (B)(6)2022.

Manufacturer narrative:
An event of chest palpitations, premature atrial contractions, and atrial fibrillation was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical study: (clinical study patient ID: (B)(6)). It was reported that on (B)(6) 2021, a 25 mm amplatzer pfo occluder was successfully implanted. On (B)(6) 2021, the patient began having palpitations and presented to the hospital on (B)(6) 2021. Telemetry was performed and showed frequent episodes of premature atrial contractions (pacs) and atrial fibrillation (af). Medication was administered to treat the event. On (B)(6) 2021, a low dose of lopressor was prescribed. On (B)(6) 2021, the patient was taken off of plavix and acetylsalicylic acid (asa) and started daily eliquis for 3 months. The patient is still having palpitations, but they have improved. No additional information was provided.